Event description:
The customer contact reported the silicone sleeve of the clave y-site remained in the depressed position. At an unspecified time, the male luer of unspecified syringe was connected to the clave y-site of the tubing set to deliver an unspecified pain medication IV push. The customer contact reported after the syringe was removed from the clave y-site, the silicone sleeve of the clave y-site remained in the depressed position. It was reported that an unspecified volume of solution leaked onto the patient and an unspecified volume of blood loss on the patient's bed was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.